Manufacturer narrative:
Additional info: updated b5 and annex f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "the event caused ~3min delay as a new spin had to be acquired and used for navigation. The same imaging system was used to acquire the spin. No impact on patient outcome."

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a loud pop, early termination and a "streaky, distorted" image. They respun and were able to proceed with the case.this issue occurred intraoperatively.there was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
H3, h6: manufacturing representative went to the site to test the system, the system had an error that self-corrected. Spoke with biomed and informed him of the issue. Also informed field service engineer of the issue for further diagnostics if the problem persists codes: b01, c13, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.